Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion. The device battery went from 49% in (B)(6) 2021 to 13% in (B)(6) 2022. A review of the most recent remote monitoring data from (B)(6) 2021 by technical services (ts) confirmed that the power consumption was increase abnormally. At present with 13% battery remaining, ts would expect a sixty day replacement interval with up to six shocks available. A request for device data to be uploaded for further engineering review was needed. The device was explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The device will be returned for analysis. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion. The device battery went from 49% in (B)(6) 2021 to 13% in (B)(6) 2022. A review of the most recent remote monitoring data from november 2021 by technical services (ts) confirmed that the power consumption was increase abnormally. At present with 13% battery remaining, ts would expect a sixty day replacement interval with up to six shocks available. A request for device data to be uploaded for further engineering review was needed. The device was explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.